Event description:
The pt underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. Pre-case planning indicated the pt's anatomy had significant juxtarenal angulation and vessel dilation distal to the target implant location. The pt was sized for a 34mm stent graft. The case was completed by implanting a 29mm stent graft with successful exclusion of the aneurysm and no endoleaks detected. On (B)(6) 2013, the pt underwent a CT scan for un-related reasons. Upon review of the CT, the physician believed that a type ia endoleak was present and a re-intervention was performed on (B)(6) 2013 to place a palmaz stent. The endoleak was resolved without further pt sequelae.